Manufacturer narrative:
Mfg date: date received by manufacturer: the date of 01/08/2016 was reported in the initial MDR. The correct date should be 01/07/2016. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a surgeon noticed a fault (tear) by the haptic after injecting an intraocular lens using the preloaded insertion system, model pcb00 into the patient's eye. Looked like a tear not involving the haptic. No patient injury was reported. The lens was removed and replaced with another lens (no replacement lens information was given). No further information was provided.